Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a single high out of range shock impedance measurement on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the device and recommended system testing. The physician has elected to continue monitoring the system. The ICD and the rv lead remain in service. No adverse patient effects were reported. It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. No noise was observed. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a single high out of range shock impedance measurement on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the device and recommended system testing. The physician has elected to continue monitoring the system. The ICD and the rv lead remain in service. No adverse patient effects were reported.